Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 733678, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 7239853, medical device expiration date: 2022-08-31, device manufacture date: 2017-08-27. Medical device lot #: 7153990, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-02. Medical device lot #:7060859, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-01. Medical device lot #: 6212774, medical device expiration date: 2021-07-31, device manufacture date: 2016-07-30. Medical device lot #: 6212774, medical device expiration date: 2022-08-31, device manufacture date: 2017-08-27. Medical device lot #:733678, medical device expiration date: unknown , device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd syringe luer-lok¿ tip was found with multiple issues as the syringe was found ¿cracked/damaged, black print marks and missing print¿ there was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use ,multiple bd syringe luer-lok tip were found with multiple issues as the syringe was found ¿cracked/damaged, a jammed or insecure stopper, black marks, smeared print and missing print¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Four lot numbers are included in this complaint. See the lot numbers and their identifiers below. The initial MDR reported lot number 733678 with expiration and manufacture dates unknown. That lot number is not included in the complaint nor is it a valid lot number in the production database. The initial MDR reported lot number 6212774 twice with different manufacture and expiration dates. The lot was manufactured on 07/30/2016 and expires on 07/31/2021. The initial MDR did not address the complaint for lot number 7153990. It was reported that there was a jammed or insecure stopper issue with this device. It was reported that there was a jammed or insecure stopper issue with lot # 7153990. It was reported that there was a cracked barrel or flange for lot # 7060859. No injury, exposure or medical intervention was reported for any of the lot numbers in the complaint. Medical device lot #: 7239853. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-08-27. Medical device lot #: 7153990. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-06-02. Medical device lot #:7060859. Medical device expiration date 2022-02-28. Device manufacture date: 2017-03-01. Medical device lot #: 6212774. Medical device expiration date: 2021-07-31. Device manufacture date: 2016-07-30. Samples from 15 lots were received and evaluated. Four lot numbers are included in this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Potential root cause for main product defects identified: print defects; missing and smear print. The most likely root cause is related to machine set up at the beginning of the run. It is possible that several syringes were impacted early in the production lot and not properly detected and discarded by personnel. Corrective actions for printers associated with high defective rates identified will be required. For embedded foreign matter (efm); burned resin. The embedded particles observed are degraded plastic from the component molding operation. Degraded plastic occurs when the resin is exposed to prolonged high temperatures inside the molding press. Small particles of the degraded plastic can become loose and flow into the individual mold cavity. Embedded foreign matter can be visible as brown or black particles in the molded component. It is important to clarify that this condition occurs at very low frequency in the molding process. Stopper defects; almost all are jammed stopper. Jammed stoppers occur during assembly process when components are not properly aligned due to machine being out of timing. The assembly machines associated with high defective rates were evaluated for proper performance today, no issues were found. Therefore, no corrective actions will be recommended. Damaged components; mainly barrels at multiple locations. Damaged product is rarely found during the manufacturing process, except in isolated cases of product/equipment jams, where the process is typically halted until all defective product is removed. No corrective actions will be recommended since the occurrence of this kind of defect is considered very low. Current controls in place: proper corrective actions are being implemented for the main issues identified in the samples evaluated. Our manufacturing processes are validated to meet various different global regulatory requirements. We do conduct in-process inspection at different points within our manufacturing process to ensure we meet product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.